Event description:
The bowel grasper instrument was returned without an initial complaint. No reason for the returned was provided.

Manufacturer narrative:
No reason for return was provided. Engineering observed that the instrument was returned with main insulation tube damage (bending and insulation gouged). Main insulation tube was found to be damaged located at the distal end. The insulation was gouged on one side and it exhibited various sections lifted up. There were a couple of exposed sections of the main tube, but exposed sections mate with lifted up section of insulation, likely no pieces are missing. Tube was also found to be bent roughly 6 above the snake wrist. Roll motion at distal end does not match proximal end due to bending. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.